Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest deviceas well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under her breasts from the garment rubbing her skin. The irritation was reported to be red and the patient's skin very dry. The patient's physician prescribed a cream and antibiotics. Follow up indicated that the irritation was improving but still uncomfortable.